Manufacturer narrative:
Correction to b5 and d5. D5 operator of the device is olympus. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that foreign material came out of the device due to adhesion or clogging of the material in the air and water channels. However, the type of material and the root cause could not be determined. Despite three gfe attempts, additional information could not be obtained. Therefore, it is unclear if reprocessing was completed per instructions for use (IFU). There was no physical damage at the foreign object detection point. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in cf-hq1100dl/I operation manual, chapter 3, preparation and inspection. IFU states that preventive measures are in cf-hq1100dl/I reprocessing manual, chapter 5, reprocessing the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation that the colonovideoscope's air and water tubes had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that the flex video scope air / water tube has foreign objects. There were no reports of patient harm.